Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month lot serial number history review for similar complaints was performed for the pth control lot # i645265. From 10nov2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The pth st aia-pack package insert states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to the pth test cup requiring calibration.

Event description:
The customer called to report that parathyroid hormone (pth) quality control (qc), lot# l645265, was out high for their aia-900 analyzer. Technical support (ts) instructed the customer to recalibrate, rerun qc, and ordered one set of calibrators and qc to be shipped to the site. The next day the customer called back to report that they had calibrated the pth cup lot. Qc results with lot# i645265 results were 38.9 (range 39-58) and 612.0 (range 610-910). Ts noted that the qc ranges needed to be updated with the new qc lot ranges in their aia-900 analyzer. The customer continued to run patient specimens and later, per instruction by ts, repeated pth qc at the end of the run. Ts sent a new lot of pth test cups, pth calibrators and qc to replace the reagents used to troubleshoot. No further information was provided. The reported event resulted in delayed reporting of pth patient results. There was no indication of any patient intervention or adverse health consequences due to the reported event.